Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic,salpingectomy laparoscopic transvaginal taping cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2011 and essure removal date is (B)(6) 2015. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received: previously reported event essure removal replaced with abnormal uterine bleeding. Reporter and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abnormal uterine bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy vaginal assisted laparoscopic, salpingectomy laparoscopic transvaginal taping cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the abnormal uterine bleeding outcome was unknown. The reporter considered abnormal uterine bleeding to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2011 and essure removal date is (B)(6) 2015. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records:abnormal uterine bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.